Manufacturer narrative:
Additional initial reporter - (B)(6), complete event site name: (B)(6) medical center, additional initial reporter - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that the physician was unable to remove the intra-aortic balloon (iab) through the sheath and had to cut it up into several pieces to get it out of the patient. They believed they removed all of it without issue. The getinge representative reviewed the instructions for use (IFU) in detail with the customer and specifically the documentation noting proper removal procedures. The customer understood that the removal process was not properly followed or performed. They also stated the counter-pulsation therapy and iab delivered to the patient worked flawlessly the entire time before removal. There was no patient harm or adverse event reported. MDR report #: mw5157594 received 06august2024 md attempting to remove iabp an unexpected resistance met. Balloon removed and appeared to be intact.

Event description:
N/a.

Manufacturer narrative:
Correction made to event site email. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Unique identifier (UDI) #, version or model #, catalog #. The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data: g2 (report source), h6 (investigation findings, investigation conclusions).

Manufacturer narrative:
Updated fields - b4, d8, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. As per the instructions for use ¿do not attempt to withdraw the balloon membrane through the introducer sheath¿, this could cause damage to the sheath and potentially causing a penetration. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.